Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-26220. It was reported the patient was experienced pain at the ipg site and he went to the emergency room where he was told he had developed an hematoma. Follow up information identified the patient returned to the hospital for chest and neck pain.